Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned apex balloon found a kink in the hypotube at 77cm distal to the strain relief and the balloon found had a longitudinal tear which was present in the balloon material. The tear was from the distal end of the proximal balloon sleeve to the proximal edge of the distal balloon sleeve. A detailed microscopic examination of the balloon material and markerband could not identify any anomalies which could potentially have contributed to the tear. An examination of the inner shaft found that the shaft was kinked at 0.5mm distal to the distal edge of the markerband. The tip section of the device found that the distal edge of the tip was jagged in appearance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that during percutaneous coronary artery interventional treatment procedure a balloon burst occurred. The lesion being treated was located in the diagonal branch. The physician treated the lesion using an apex push monorail 8mm x 1.50mm balloon catheter. The balloon was dilated at 10 atm for 5 seconds when it ruptured. The device was removed intact. The procedure was completed with another of the same device. There were no reported complication and the patient condition is stable.

Event description:
It was reported that during percutaneous coronary artery interventional treatment procedure a balloon burst occurred. The lesion being treated was located in the diagonal branch. The physician treated the lesion using an apex push monorail 8mm x 1.50mm balloon catheter. The balloon was dilated at 10 atm for 5 seconds when it ruptured. The device was removed intact. The procedure was completed with another of the same device. There were no reported complication and the patient condition is stable.